Event description:
Boston scientific received information that a patient complained of diaphragmatic stimulation and chest pain during right ventricular lead pacing. Several attempts were made to program by lowering output voltage and extending pulse width but without success. The physicians agreed to reposition the rv lead. Further, the rv lead was advanced more apical within the right ventricle. The rv lead was repositioned and remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.